Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was unresponsive and could not be unlocked, as documented by a user video, leading to a device replacement. Symptoms included no reported injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Outcomes included replacement of the device and instructions provided to shut down the device and continue cgm use with the dexcom app or receiver. Investigation included review of user-provided video and troubleshooting confirmation that no screen protector or contamination was present. Investigation of this case revealed a touchscreen responsiveness failure consistent with a device hardware malfunction of the display or touch interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.